Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-01123 and 3008114965-2019-01125.

Event description:
As reported by a healthcare professional, during a coil embolization, a 2.5mmx6cm deltapaq cere (cdf10025630, c40100), a 3mmx6cm deltapaq cerecyte (cdf10030630, s14317) and a 5mmx10cm deltapaq cere (cdf10051030, s11295) were not able to advance nor retrieved by the physician. The physician pulled the coils and microcatheter (mc) at the same time. After inspection it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 2.5mmx6cm deltapaq cere (cdf10025630, c40100), a 3mmx6cm deltapaq cerecyte (cdf10030630, s14317) and a 5mmx10cm deltapaq cere (cdf10051030, s11295) were not able to advance nor retrieved by the physician. The physician pulled the coils and microcatheter (mc) at the same time. After inspection it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. Multiple attempts to obtain additional information were unsuccessful. A non-sterile deltapaq cere 3mmx6cm unit was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found in good normal conditions. The introducer was inspected, and it was found zipped but with no damages on it. The re-sheathing tool was inspected, and it was found in good conditions. The v-notch was inspected under microscope and no damages were noted on it. The rh was inspected under microscope and it was found in good conditions. The embolic coil was inspected under microscope and no damages were noted on it. A lab sample prowler select plus was flushing using a lab sample syringe. After that, the unit deltapaq cere 3mmx6cm was introduced in to a lab sample prowler select plus and it advance, no resistance/friction was felt. A manufacturing record evaluation was performed for the finished device s14317 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ was not confirmed due on the functional test the received device could pass through the introducer, no resistance/friction was felt. The complaint reported by the customer ¿coil - unraveled/stretched-in microcatheter¿ was not confirmed due no damages were noted on the embolic coil. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided. It is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.